Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient experienced poor performance and headaches with device use. Reprogramming attempts were made; however, the issue could not be resolved. As of (B)(6), 2013, the patient has permanently discontinued use of the device. There are plans to explant the device and to reimplant the patient with another device, however it is unknown if this has occurred as of the date of this report, (B)(6), 2013. The implanted device remains.